Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleged insulin from cartridge "got stuck and cumulated" between connection of infusion set and luer connector. Caller reportedly experienced hyperglycemia and ketoacidosis; visited doctor who prescribed an insulin pen. No further treatment was provided. No adverse event reported. Requested return of the alleged device for evaluation.